Event description:
The article "comparison of long-term clinical outcome between transcatheter amplatzer occlusion and surgical closure of isolated patent ductus arteriosus" reported the following adverse event(s): atrial fibrillation was observed in one patient in the catheterization laboratory, and it was converted by amiodarone.